Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during after use inspection,  the cardiosave intra-aortic balloon pump (iabp) unit had damage to optical sensor connector.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had damage to the optical sensor connector. It is unknown under which circumstances the event occurred or if a patient was involved. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing fo sensor extension. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid .

Event description:
N/a